Event description:
Issues with the telemetry were reported. It was noted that the pump was implanted post its "use by date". Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model: 8709, (B)(4), implanted on: (B)(6) 2005, explanted on: unk; programmer: 8840, serial/lot # unk.